Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Or was the detached tissue pad discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a laparoscopic nissen fundoplication and liver biopsy procedure, the teflon tissue pad appeared to melt off during liver biopsy. Device was removed along the white teflon pad and given to rep. Another like device was used to complete the procedure. Ten minute delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): batch #m91j2f. The device was received with the black tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and the electrical traces of the hand control buttons were found to be damaged. This resulted in the hand control buttons to be nonfunctional. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused the electrical traces damage. This is not related to the reported event. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.